Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This right ventricular (rv) lead exhibited high out of range pace impedance measurements and high thresholds. This lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.